Event description:
The customer reported that the canula pulled out of the skin and his blood glucose reached over 400 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or mfg defect could have contributed to the reported hyperglycemia. The customer observed that the cannula had dislodged from the infusion site. This condition would interrupt insulin delivery and contributed to high blood glucose. No qualification record review was performed because no product lot number was reported. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."